Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was not getting good relief from the stimulator. X-rays were taken and showed that leads have migrated down from original location. There were no environmental/external/patient factors that may have led or contributed to the issue. Impendences were within normal range. Patient was just no longer getting good relief from stimulator. The leads will be revised on 04/18. Hcp had no further information, patient's weight, event date was asked but unknown and no further complications were reported/anticipated.